Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty was experienced charging the pump with the usb cable. There was no reported impact to the customer¿s blood glucose. Reportedly, a replacement cable was sent to the customer.